Event description:
It was reported that this right ventricular (rv) lead was suspected of fracture. The patient presented to the clinic today, isometric was performed, and noise was observed. The device was turned off and the patient was referred to (B)(6) for a replacement procedure. No adverse patient effects were reported. The device was explanted and successfully replaced. No additional adverse patient effects were reported. The device has been returned and was analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was suspected of fracture. The patient presented to the clinic today, isometric was performed, and noise was observed. The device was turned off and the patient was referred to sanger heart and vascular for a replacement procedure. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this lead was suspected of fracture. The patient presented to the clinic today and noise was observed. The device was turned off and the patient was referred to sanger heart and vascular for a replacement procedure. No adverse patient effects were reported. This rv lead remains implanted but electronically deactivated.